Event description:
Imed was infusing dopamine and levophed. It suddenly read "pump malfunction - remove tubing immediately". Infusions were immediately charged to another imed during which time the patient's rhythm charged from sinus tachycardia to asystole.